Event description:
The customer reported that the probe on the ortho provue analyzer dripped fluid. The customer indicated the reagents were contaminated. Testing was aborted and no erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived on site and determined the connector was damaged and the wash block was cracked. Replacement of the probe and wash block and the appropriate adjustments has returned the instrument to expected operation.